Event description:
Procedure type: lobectomy. According to the reporter: stapler fired on pulmonary artery and then jammed shut on to the artery. Surgeon had to clamp and cut it off with a scalpel. Patient is fine. However, there was unanticipated tissue loss. No additional blood loss or extension in surgery time. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).